Event description:
Philips received a complaint on the mrx indicating that the pacer test failed. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. The user performed functional test under instruction by rse and device passed the test. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
H3 other text : remote support provided.